Event description:
After an ir45b reload had been fired via an i45 stapler in a low anterior resection procedure it was noted that the tissue had been transected, but some staples were underformed. The staple line was subsequently hand-sutured, and the procedure was completed by means of another device.

Manufacturer narrative:
Patient's weight is not known; (B) (4). The ir45b lot number is not known, and so the date of expiration is also unknown. The ir45b lot number is not known, and so the date of manufacture is also unknown. The ir45b reload was discarded, and so was not evaluated by the manufacturer. The concomitant device (i45 stapler) was returned and evaluated; this device performed according to specifications. The root cause of the alleged non-conformance could not be determined. Device not returned; lot number unknown.